Manufacturer narrative:
Device codes: 4011 labeled. Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to split the sheath and clip caught at the distal end were confirmed based on the returned device condition. The reported difficult to remove could not be replicated in a testing environment as it resulted due to procedure circumstance. The reported twisted sheath was not confirmed; however, the sheath was observed torn. The reported unknown damage to the shaft was confirmed as bent garage leaves. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified a similar incident from this lot. The reported failure to split the sheath and clip deployed at the distal end was concluded to be related to a potential product quality issue and subsequently contributed to the difficulty removing the device from the anatomy and reported damage. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initially filed report, the following information was received: the clip was deployed and after removal of the device, it was observed that the clip remained attached to the distal end of the device. Therefore, it was confirmed the clip was not in the patient.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, heavy resistance was noted during thumb advancement, the sheath did not split completely and the thumb advancer remained stuck. Resistance was noted during removal of the starclose se device and the safety release mechanism was used for successful device removal. The sheath was noted to have accumulated at the distal end of the shaft thereby causing damage to the shaft. No tissue damage was noted. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.